Event description:
Inconsistency in size and thickness between multiple boxes of the same size and lot number. Six separate boxes pulled at this time for quality concern and inconsistency. Boxes are also so full and cardboard is flimsy which is causing the side of the box to pop open before opening the box. In addition, cardboard easily rips when removing gloves which causes multiple gloves to fall out causing waste.